Event description:
A medtronic representative reported that during a functional endoscopic sinus surgery (fess) the system monitor went black for 3 seconds during the navigation. This occured a total of 2 times during the procedure. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient identifier not available from the site. Patient weight field not sufficient to hold all digits, should read: (B)(6). RMA issued and a replacement device was shipped to the site on (B)(4) 2014. Medtronic investigation of returned suspect device found that the monitor intermittently showed either a blank screen or distortion. The reported event was confirmed and the root cause was found to be an electrical issue with the monitor. A medtronic representative replaced the monitor and performed a navigation system check-out which showed all areas passed.